Event description:
A malfunction was reported, identified by malfunction code "malf 0" and fault ID "0x20e1." There was no adverse impact to the customer's blood glucose level. The customer had not previously reported the issue, and technical support assisted in resetting the pump. After the reset, the malfunction code did not recur, customer may continue to use the pump.